Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service engineer found that the half-height cubie drawers 2-1 and 2-2 on the main were not opening, although no failures were detected on the device. Upon arrival onsite, the service engineer used the hardware test application to test both drawers, revealing no issues. As a proactive measure, the device was shut down and the row board cable, retractor band, and ribbon cable were reseated. After these actions, the drawers and cubie pockets functioned properly. The system functioned as intended after the field service engineer repaired the device.